Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced nausea, felt like she might faint, breathed rapidly, shaking, and a headache. The patient took a fingerstick, and the cgm reading was 135 mg/dl, while the blood glucose reading was 55 mg/dl. The patient self-treated with drinking juice, taking a glucose gel and then called 911 after treatment. When the paramedics arrived a fingerstick was taken and the blood glucose reading was 60 mg/dl. The patient was treated with a "glucose pen". The glucose pen was not further specified and could have been a glucagon injection. Emergency medical services (ems) remained with her for about two hours to monitor her condition. By the time they left, her blood sugar had stabilized, but she was still feeling nauseated. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ hyperventilation.